Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted a constant tone and could not be interrogated. When attempting to interrogate with the quick start option, a message was displayed stating that a possible device malfunction had occurred. The device has been explanted and returned for analysis.